Event description:
During a premature ventricular contraction procedure, a pericardial effusion occurred requiring a pericardiocentesis. The catheter was used for ablation at 50w, using impedance drop as a lesion indicator. Whilst manipulating the catheter, and not ablating, at the anterior lv the impedance increased suddenly to 200-250ohms. Some high contact force measurements were recorded prior to this but in a different location. The operator was informed of the high impedance readings, the patient¿s blood pressure dropped, and a pericardial effusion was seen on echocardiography. The effusion was drained, and the procedure was abandoned. The patient was stable at the end of the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The log files show that ablations were performed while a check baseline message was displayed and no manual resets were performed after insertion into the patient. The ensite x ep system contact force module instructions for use states "baseline operation should be checked regularly and if necessary reset to zero, especially under the following circumstances: after the first insertion of the catheter into the body. After reinsertion into the patient¿s body after retraction through a sheath. When the message ¿check contact force baseline¿ displays." It was noted in the event description that the physician used a power setting of 60w during some ablations. The tactiflex ablation catheter sensor enabled instructions for use (IFU) states ¿power may be increased as needed to the maximum setting to create an effective lesion. Intracardiac electrograms and impedance should be assessed prior to changing the power setting.¿ the event description also states that a power setting of 45w or higher was used for ablations throughout the procedure and some ablations lasted up 1 minute. The IFU states in the recommended power settings that for ablations where 40w is used, the ablation duration should not exceed 20 seconds, and if 50w is used the ablation should not exceed 10 seconds. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions we are unable to conclusively determine the cause of the reported pericardial effusion and the cause remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.